Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The batter was not working, and a battery timeout error was found in the event history log. The customer reported product problem was reproduced during functional testing. The battery reading was zero. The battery was not damaged, nor was it contaminated. The problem source of the reported product problem was unknown. A root cause was not established. The faulty battery was replaced.

Event description:
It was reported that the medfusion pump exhibited a display battery error. The product problem was observed prior to patient use. There was no patient involvement.